Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was shifting/moving in the pocket. As such, the patient underwent surgical intervention wherein the same ipg was repositioned and sutured down for additional security.